Manufacturer narrative:
Concomitant medical products: sdr303b, ipg, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance, no sensing and no capture were noted on the right ventricular (rv) lead. Insulation damaged was suspected. The lead was capped. No further patient complications have been reported as a result of this event.